Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had off no power alarm. Customer's blood glucose value was 12 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was previously used. Customer states the new battery did not resolve the issue. Customer reports alarm was recurring. The device will be return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm, low battery alarm or failed battery test alarm noted during testing.